Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery ophthalmic knives were found to be blunt and failed to cut while making side port. The surgery was completed by an alternate knife. There was no patient harm reported.

Manufacturer narrative:
(B)(4).two opened knives with tubing around the blades within a bubble bag were received for the report of blunt knives. The returned sample two knife was visually inspected and was found non-conforming with a damaged cutting edge. Sample one was visually inspected and was found to be conforming. The samples were then functionally tested for penetration and was found to be conforming. A review of the device history record traceable to the reported lot number, indicated that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample one was found to be visually and functionally conforming and sample two was visually nonconforming however it was functionally conforming. Therefore a dull blade as described in the complaint was not confirmed and a root cause could not be determined for the complaint as described by the customer. The damage to the returned sample two was consistent with damage that could occur when the blade contacts a hard surface such as the protective blade tray when product was improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of a blunt knife. No action was taken as the knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).